Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The customer experienced elevated blood glucose of 333 mg/dl with symptoms of nausea, headache, polydipsia, fatigue, and a bad taste in his mouth.